Event description:
Patient was having a prostate biopsy in our office and biopsy gun (bard-lot#rekx2375) miss fired several times and dr. Was unable to retrieve prostate tissue to send for pathology, another bard gun needed to be opened, causing increased discomfort for pt, prostate biopsy took longer due to this delay in care. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter). Bard investigation of samples we have sent "cannula tang was noted to be partially engaged with the outer housing. The device was disassembled, and internal parts were inspected. Upon disassembly, no anomalies were noted to the internal parts. Therefore, the investigation is confirmed for the reported failure to fire as only the stylet fired during the second attempt of firing the device into the chicken breast.¿ they are exploring several root causes.